Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s nurse, on approximately (B)(6) 2026, the patient experienced inaccurate cgm values; however, there were no bg nor cgm values provided. Based on the cgm readings, the patient¿s insulin pump administered 19 units of insulin causing the patient to experience hypoglycemic seizures and unresponsive episodes. Dexcom technical support is unable to follow up with the patient or reporter to obtain further details and clarification regarding the incident, due to no contact information being provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.